Event description:
The customer reported that there was no image on the monitor, a system disc failure error displayed and the system would not reboot. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps3 was adjusted and the hard drive was recovered during the boot sequence. The system was tested and found to be working as intended and put back into service.